Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble with starting up the insulin pump. The customer recently had surgery and was taken off the insulin pump because when the battery was low they tried to change the battery but they couldn't get it to kick in. The insulin pump received alarms about the battery but they were not able to clear them so they took the battery out. The customer was able to get the insulin pump working after inserting a battery. The customer's blood glucose level during the incident was unknown but they were high because he had to be treated with manual injections. The insulin pump passed the self-test. It was also noted in troubleshooting that the insulin pump was damaged with scratches and the customer had trouble reading the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm history anomaly noted. The insulin pump had cracked case at display window corners and minor scratched display window.